Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask. The patient was hospitalized for an unspecified indication. The following day the patient experienced peritonitis. The patient was treated with intraperitoneal reflin (500 mg; frequency and duration not reported) and intraperitoneal amikacin (125 milligram mg; frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. It was not reported if the patient was retrained on proper aseptic technique. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.